Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: received for investigation, one opened package of product g1460j lot # 4454281. Examination of the returned sample showed skiving along the shoulder of the syringe barrel near the luer connection. The condition was such that it was not possible to conduct a leak test. Damage resulted in a hole being present, confirming that leakage would most likely occur. The lot acceptance for damages that affect function is based on c=0 (critical). DHR information indicates that the lot met acceptance requirements. Based on the results of this investigation the complaint was confirmed. A quality alert has been issued to the production floor to heighten the awareness towards this potential issue. Complaint information will continue to be monitored for any new information or adverse trends and future actions will be taken accordingly.

Event description:
It was reported that a visual check upon opening the package revealed damage to the side of the syringe. There was no patient involvement, and no patient harm/adverse event reported.